Event description:
Drive medical has received a complaint from claimant's attorney about an incident involving a knee walker allegedly distributed by (B)(4). It is reported that the end user had surgery for achilles tendon prior to the incident and was prescribed the knee walker. The claimant claimed that while she was walking toward her car with the walker, a wheel hit a crack, causing the wheel to turn one way and the handle bar to turn another way. Allegedly her heel hit the ground and she fell rupturing her achilles tendon. The claimant allegedly went to ER to have another surgery. This MDR report is based on claimant's attorney's complaint.